Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to the greater than 90 degree angle of the right common iliac artery. Cautionary product use conditions that might have contributed to this event included patent inferior mesenteric, and multiple lumbar artery branches. Aortic remodeling, progressive loss of stent overlap and the patient's use of anticoagulation therapy might have contributed to this event. Thirty months post implant, there was substantiated evidence of a type ii and type iiia endoleak. The secondary procedure, its final outcome, and the final patient disposition could not be confirmed due to lack of information. It was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical assessment, a root cause for the reported issue could not definitely be identified, but off-label use, due to the greater than 90 degree angle of the right common iliac artery and aortic remodeling, may have been a factor. There was also evidence of a non-device related, type ii endoleak. No device issue was identified during the investigation.

Event description:
It was reported that approximately 34 months post implant of a bifurcated device and an infrarenal aortic extension, an endoleak was identified during a routine computed tomography scan follow-up. The physician implanted a suprarenal aortic extension and an infrarenal aortic extension which resolved the endoleak. It was indicated that during the original procedure the graft was placed 6-8 mm off of the renals. The patient was reportedly doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.